Event description:
It was initially reported that the healthcare provider (hcp) was having difficulty filling or aspirating the reservoir. They were able to aspirate the reservoir, but unable to fill it. The drug delivered was compounded baclofen. It was later reported that the pt did not experience any symptoms "since the problem was resolved in office. " the cause of the event was believed to be "air entered the pump during the refill process and locked the pump preventing refill of the pump with new drug." A new refill kit was open and used. After emptying the pump the pa maintained resistance on the syringe plunger to remove any remaining air that may have entered the pump for 2 minutes. A 5cc syringe was used to infuse sterile preservative free saline into the pump successfully and then the saline was removed. The drug was then infused with a 10cc syringe as opposed to the 40cc syringe that the drug came in to provide easier infusion. Placement was checked by withdrawing 3-5cc during infusion. The pt returned home and was currently receiving therapy.

Manufacturer narrative:
(B)(4).